Event description:
A distributor complaint was reported by dinno santé involving a pump that failed to start despite being connected for over two hours with two different cables. There was no adverse impact on the customer's blood glucose level as no blood glucose information was provided. The device is being returned, and a replacement pump with serial number 1509224 is expected to be sent to the customer.